Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon claims that the cement used did not perfectly adhere with the implant devices. It rather remained stuck on the devices themselves.